Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer requested too large of a bolus, but does not know how it occurred. The customer had already stopped the bolus delivery at the time of the call. During review of pump data by tandem technical support, it was revealed that the customer had entered an amount of carbohydrates into the insulin units field, then overrode the calculation made by the pump. This resulted in a 20 unit bolus being requested, of which 9.02 units was delivered before the customer stopped the bolus. The customer disconnected from the pump and consumed sugar. The customer's blood glucose (bg) level lowered to 52 mg/dl. Upon follow up one hour later, the customer's bg level had increased to 112 mg/dl and was reported to be stabilizing.